Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department for a report that the touchscreen does not respond. No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not pass the touchscreen test. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.